Event description:
It was reported that patient had a pericardial effusion and hypotension. A farawave catheter selected for use. It was mentioned that the patient had a pericardial effusion and anesthesia noticed the blood pressure was low, effusion was confirmed on ultrasound. A pericardiocentesis was performed on the patient, and 500cc of blood were drained. 1 unit of blood was also given. The patient was stable and transferred to the intensive care unit with the drain left in. No further information was provided. Patient current status is unknown.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.